Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) was dispatched to evaluate this unit. The fse verified that the batteries were not charging. The fse initially tried the power management board and discovered that the issue with the main power supply. The fse ordered the necessary parts and returned to the customer's site at a later date. The fse installed a new power supply assembly then completed all the functional, calibration. And safety checks to the factory specifications. All testing passed and the iabp unit has been returned to the customer and cleared for clinical use. A supplemental report will be submitted upon receipt of additional information.

Event description:
It was reported that the batteries for the cardiosave intra-aortic balloon pump (iabp) were not charging. It is unknown under which circumstances the event occurred or if a patient was involved; however there was no adverse event reported.

Event description:
There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. The fse verified that the batteries were not charging. The fse found an issue with the power management pcb and the fse replaced that part. The unit passed all the functional, calibration. And safety checks to the factory specifications. The iabp unit has been returned to the customer and cleared for clinical use.